Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported low readings on his adc freestyle libre sensor. On (B)(6) 2019, customer received sensor scan results of 120 mg/dl, 158 mg/dl, 100 mg/dl, and 97 mg/dl that were compared to competitor brand meter results of 310 mg/dl, 396 mg/dl, 290 mg/dl, and 189 mg/dl. Customer experienced symptoms described as blurred vision, frequent urination, and excessive thirstiness, and was seen at a hospital on (B)(6) 2019 where he was diagnosed with hyperglycemia and treated with "serum" and prescribed "12 units of nph and 15 units of regular" insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required.   Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release.    All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported low readings on his adc freestyle libre sensor. On (B)(6) 2019customer received sensor scan results of 120 mg/dl, 158 mg/dl, 100 mg/dl, and 97 mg/dl that were compared to competitor brand meter results of 310 mg/dl, 396 mg/dl, 290 mg/dl, and 189 mg/dl. Customer experienced symptoms described as blurred vision, frequent urination, and excessive thirstiness, and was seen at a hospital on (B)(6) 2019 where he was diagnosed with hyperglycemia and treated with "serum" and prescribed "12 units of nph and 15 units of regular" insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Device mfg date was updated based on returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issue observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified

Event description:
Customer reported low readings on his adc freestyle libre sensor. On (B)(6)2019, customer received sensor scan results of 120 mg/dl, 158 mg/dl, 100 mg/dl, and 97 mg/dl that were compared to competitor brand meter results of 310 mg/dl, 396 mg/dl, 290 mg/dl, and 189 mg/dl. Customer experienced symptoms described as blurred vision, frequent urination, and excessive thirstiness, and was seen at a hospital on (B)(6)2019 where he was diagnosed with hyperglycemia and treated with "serum" and prescribed "12 units of nph and 15 units of regular" insulin. There was no report of death or permanent injury associated with this event.